Event description:
It was reported after approximately 12 minutes of onyx injection through the apollo catheter, resistance was encountered. The physician then injected dmso through the catheter and onyx was observed exiting out proximal to the catheter's distal tip. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. Model # and lot # of other onyx involved: model: 105-7000-060; lot: 9485598 - dom: 09/01/2011; exp: 06/30/2014. (B)(4).